Manufacturer narrative:
Technical support received an update that customer reports that he disassembled and reassembled the device and confirmed that nothing is touching the fan. So far, the alarm has not shown-up anymore. Any additional information received from the customer will be included in a follow-up report.

Event description:
Customer reported that epc fan does not rotate correctly, the customer also reported that there was a patient involvement at that time, medical intervention was needed due to technical alarm however, the customer confirms that there was no patient harm.